Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint type (sensor tip left in the body) and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. As there was no serial number provided, dhrs could not be reviewed for these issues, however if the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that upon the removal of the adc freestyle libre sensor, the sensor tip remained in the customer's skin. In (B)(6) 2019, the customer did not report any symptoms and went to the hospital emergency room to have the tip removed. However, the customer further stated that "it wasn't a surgery" and "it was as simple as pulling out a hair". There were no stitches or medications provided. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date entered is the date the customer reported "(B)(6) 2019." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon the removal of the adc freestyle libre sensor, the sensor tip remained in the customer's skin. In (B)(6) 2019, the customer did not report any symptoms and went to the hospital emergency room to have the tip removed. However, the customer further stated that "it wasn't a surgery" and "it was as simple as pulling out a hair". There were no stitches or medications provided. No additional information was provided. There was no report of death or permanent injury associated with this event.